Manufacturer narrative:
The cause of erratic glucose results is unknown.

Event description:
Customer reports that after installing a new glucose sensor on the analyzer, it was giving erratic results. A physician increased one patient's glucose infusion based on one of the erratic results. The glucose sensor was switched off and replaced after the qc failed. There was no report of injury for this event.